Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing disconnected from the stopcock component of a clearlink system continu-flo solution set large bore stopcock extension set. The event was further described as "the tubing was not properly connected when taken out of the packaging at the lower cock stop". This was observed during an endoscopy procedure. The disconnection resulted in leak of intravenous fluid mixed with a small amount of the patient's blood. A new set was used to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.